Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a urinary foley was placed at the beginning of the case with no issue or difficulty. 10ml of water was used to fill the balloon. At the end of the case, only 6ml of water could be extracted, and the foley would not easily pull out of the urethra. Doctors attempted removal. We cut the tubing above the hub to drain the water, but it did not help. The urology consult resident eventually removed the catheter by attaching a syringe, observing a small amount of saline move down the tubing, and pulling the tubing out with minimal resistance. No blood or injury was observed.

Event description:
It was reported that a urinary foley was placed at the beginning of the case with no issue or difficulty. 10ml of water was used to fill the balloon. At the end of the case, only 6ml of water could be extracted, and the foley would not easily pull out of the urethra. Doctors attempted removal. We cut the tubing above the hub to drain the water, but it did not help. The urology consult resident eventually removed the catheter by attaching a syringe, observing a small amount of saline move down the tubing, and pulling the tubing out with minimal resistance. No blood or injury was observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.